Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/13/2015 with the following findings: the paint is peeling throughout the pump. The battery compartment is cracked below grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed battery compartment crack. This report is made based on results of investigation completed on 11/13/2015.